Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation, olympus confirmed the light guide glass was dirty. However, a definitive root cause cannot be determined. This supplemental report is being submitted to provide the results of the final investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the gastrointestinal videoscope's light guide glass was dirty. There was no patient involvement.